Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was reported that an allergic reaction occurred. Following the implant of a promus premier drug eluting stent, the patient experienced "a little" swelling of the lips and small bumps on the tongue. The patient feels as though their tongue, gums and inside jaw of mouth are "somewhat on fire", stinging sensation.

Event description:
It was further reported that the same symptoms, reactions, lasted two to four weeks. The patient was miserable, but the symptoms finally went away on their own.